Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had automatic inflation malfunction. No harm or injury to the patient was reported.